Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the infusion set's tubing got detached close to site location on (B)(6) 2024 while the patient was walking. The insertion site was abdomen. The infusion set was in use for one day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.